Event description:
It was reported by the customer that a bd remote assist was difficult to be accessed. When the nurse she logged into any device, she would get the notice as follows: " pyxis discrepancies maintenance user preference". When she got this notice, she could sign into the pyxis machine but could not see any of her patients within her department. The nurse could not give any medications to her patients as well. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(6) complaint investigation, if serial number not available, then complaint history review (chr) is not required. No valid serial number attached to complaint record. Per swi (B)(6) complaint investigation, if no serial number is provided, a device history review is not required. Upon investigation of the actual device used in this incident, it was determined that the user could not see any of her patients within her department. A technical support specialist dialed into the app server and confirmed that the nurse was assigned only for the ed department, which caused the issue and proceed to send an email to case reporter and got advised to close the case. The system functioned as intended after the technical support specialist troubleshot the device.